Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while the patient was at a clinic appointment, they were showing the controller to the physician when they noted that the casing on power port two of the controller was loose. The patient exchanged the controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that power port 2 of the controller was loose. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release.  Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.